Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a low drain volume alarm during drain 5 of 5 on the homechoice machine (hc). The home patient (hp) stated she is in pain. The technical service representative (tsr) assisted the hp to press stop. The tsr asked the hp if she disconnected during therapy. The hp stated yes and she used the mini and flexi caps. The tsr asked the hp what the hc read when she disconnected. The hp stated dwell 3 of 5. The tsr asked the hp what the hc read when she reconnected. The hp stated drain 3 of 5. The tsr explained if the hc was draining and she took the flexi cap off the patient line air may have got into the drain line, and if the hc did a push back the air may have went into them. The tsr explained that he will assist the hp with ending the therapy and recommended the hp contact the nurse after the phone call. The tsr had the hp close the clamps and cycle the power. The tsr assisted the hp with ending the therapy. The tsr had the hp disconnect and assisted the hp with getting the set out. The tsr explained the patient at home guide explains the emergency disconnect procedure to the hp. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.